Event description:
Cue health customer success manager reported false positives on behalf of customer who reported on behalf of employees. See related cases for additional reported false positives by customer. The customer reported ¿a number of false positives¿ occurred with cue covid-19 test for home and over the counter (otc) use with cartridge lot 22502j. The customer did not provide any further information such as date of occurrence, number of events, patient specific information, cue reader serial number, or if any alternate confirmatory test was taken.

Manufacturer narrative:
Investigation summary: the complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations tested retain cartridges and customer returned cartridges. The investigation concluded that the issue could not be reproduced with retains but was reproduced with the customer returns. Although, the false positive was reproduced through testing of customer returns, root cause could not be determined.